Event description:
The manufacturer received information alleging the device failed the active exhalation test step during testing. There was no harm or injury reported. Manufacturer field service engineer (fse) replaced the three-way solenoid valve and proportional valve to address the issue.